Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers/manufacturers. The gender of the baseline characteristics is male and the baseline age is 72 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: is ventricular sensing always right, when it is left? Clinical cardiology. 2018; 41(9):1238-1245. 10.1002/clc.23033. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic device systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/lead serial numbers. The article indicated that there was one (1) patient death of an unknown cardiac cause. The status/disposition of the system is unknown. The cause of death has been requested, but not yet received. Further follow up did not yet yield any additional information.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.